Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The patient's head was reportedly wrapped with compression bandage during the MRI. Clinical management of the patient is ongoing. The implanted device remains.